Event description:
It was reported that; patient reported a loosened bolt in his t1 vertebrae. Patient is experiencing neck pain and loss of feeling in his pinky and middle finger up to his elbow due to nerve root damage. Patient will undergo a revision surgery.

Manufacturer narrative:
Method: risk assessment; results: device history review, device evaluation, complaint history review could not be performed as no lot code was provided and device was not returned. Conclusion: the event could not be confirmed nor the root cause determined because the devices were not returned for evaluation and/or insufficient information was provided for review.

Event description:
It was reported that; patient reported a loosened bolt in his t1 vertebrae. Patient is experiencing neck pain and loss of feeling in his pinky and middle finger up to his elbow due to nerve root damage. Patient will undergo a revision surgery.